Manufacturer narrative:
Exemption number e2015055. Approx 1 device was received for evaluation; 1 event was confirmed during testing. Approx 1 device was found to be affected by cleaning. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device run/safe etchings were not legible, presenting a potential for the device to inadvertently be activated. There was no patient involvement; no patient impact.